Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5122875/5124179.

Event description:
It was reported that the patient had been experiencing abdominal pain and believed that the stimulator was worsening it. The physician offered a reprogramming session, however, the patient declined. The patient underwent an explant procedure. The devices were not returned.